Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The returned device analysis identified a 3.5mm gap in the thumbwheel grip which prevented the deployment of the stent. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incident for unable to deploy stent. An expanded review was conducted that identified an issue potentially related to manufacturing. Although the failure to deploy was confirmed, the issue does not suggest impact to a wider population or systemic issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. The absolute pro self-expanding stent system was advanced to the lesion and an attempt was made to deploy the stent. The thumbwheel was unlocked, but failed to move backwards and felt like it was jammed. The stent completely failed to deploy and was removed with the delivery system. The procedure was successfully completed with another device. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed a tear in the sheath and the stent was partially exposed. No additional information was provided.